Event description:
It was reported that during a lap colon procedure, after removing from the pt's abdominal cavity and during the cleaning process, the blade broke. A different device was used to finish the case. There were no adverse pt consequences.